Manufacturer narrative:
(B)(4). The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced a loss of stimulation from the trial lead. Impedances were greater than 4000 ohms on contact #3. The snap lid connector was replaced. The high impedances persisted. An x-ray revealed that the lead had migrated downward. Neurostimulation was reprogrammed from using contacts #2 and #3 to using the top 2 contacts. There was no pt injury associated with the event. The pt recovered without sequela after lead removal.